Manufacturer narrative:
For the reported information, the device was not returned to bd for evaluation. However, medical records were provided for review. The investigation is confirmed for the filter tilt, filter limb perforation of the ivc wall, filter migration and retrieval difficulties, but the investigation is inconclusive for the filter limb detachment. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced migration, difficult to remove, malposition of device, detachment, and patient device interaction problem. This information was received from one source. This event involved a patient with no reported patient injury. The (B)(6) female patient was (B)(6) lb.